Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to obtain a device history record, as there is no serial number of the device. Clinical conclusion: it has been reported that the speaker and dome of a hearing aid got stuck in an 87 year old female's ear. The speaker and dome got stuck while removing the hearing aid from the ear. There has been several attempts to remove the object, by a nurse, doctor and ear-nose-throat doctor, but it has been unsuccessful since it causes pain for the user. It has been reported that the user will need surgery to have it removed, and that the user experiences trauma from this. No further information was provided or was available. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force. The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to mechanical damage are generally known, considered in risk analysis, mitigated and communicated to the user. Th risk is deemed to be acceptable. Device investigation concluded: no device investigation possible as the device was not returned to manufacturer. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Manufacturer received a notification about a FDA medwatch report (# mw5160109) from a user directly to FDA estimated date of incident 01oct2024 report included following information: it was reported that a receiver broke inside a user's ear. The receiver has been attempted to be removed by a nurse, doctor and ear-nose-throat doctor, but without success due to the pain that the removal is causing. It is reported that a surgery will be needed to remove it, and the user has experienced trauma due to the incident. No further follow up is available or expected, as manufacturer is unable to reach out to the user for further follow up.